Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. To address this, the sensing vector was reprogrammed. There were no additional adverse patient effects. The device remains implanted.